Event description:
It was initially reported through clinic notes that the pt was admitted to the hospital for an increase in seizure frequency. Notes dated (B)(6) 2010 stated that the patient's seizures have increased from 2-3 per night to 5-6 which according to the patient's mom are the "hard ones". Diagnostics test showed everything working within normal limits. Good faith attempts to obtain additional information has been unsuccessful till date.